Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care toothbrush). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from canada. On an unspecified date, the consumer started using reach total care multi action toothbrush for dental cleaning (route-dental, lot number 2241t, expiration date unspecified). After an unspecified duration, the toothbrush snapped into half while the consumer was brushing teeth. Consumer had eight toothbrushes and whenever consumer used the device, it snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in united states.